Manufacturer narrative:
Additional information stated the lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during a procedure performed to explant the patient's right ventricular (rv) lead. The dislodgment was confirmed via x-ray and echocardiogram. The lead was removed and replaced with an alternate. No additional adverse patient effects were reported.